Event description:
It was reported that a patient underwent an arthroscopy on (B)(6) 2012, and suture was used. During the procedure the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The assignable cause is a clip off defect, which is a manufacturing defect. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.